Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was implanted into the patient's common bile duct approximately 8 months to 1 year ago. According to the complainant, the patient became symptomatic and came in for an examination (specific symptoms the patient developed are unknown). During an ercp procedure performed on (B)(6) 2010, the physician noted that sludge had built up within the stent, which he swept out. Also during this procedure, the physician noted that the stent had migrated distally up into the cbd. When the physician went to try and slide the stent down, he noted that one of the retrieval loops, although still attached, was loose. The physician decided to not try and reposition the stent as the migration was not significant. He felt comfortable leaving the stent in place as is, and felt confident that the symptoms developed by the patient were due to the occlusion. The patient was reported to be fine following the procedure.

Manufacturer narrative:
(B)(4) - non-surgical medical intervention required. (B)(4) stent migrated. (B)(4) stent blocked/occluded. (B)(4) stent retrieval loop loose. Since the complaint device remains implanted, it will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.